Event description:
Customer reported express 4 connector burnt out.

Manufacturer narrative:
It was reported the express 4 has a burnt interconnect cable to the pcb and unit stopped working. No injuries, open flames, or smoke was reported, nor fire department being called.